Event description:
Customer obtained a reading of 475 mg/dl and hi (>500 mg/dl). The customer took insulin based on these readings and suffered a hypoglycemic reaction. The paramedics were called and transported the customer to the hosp. Glucagon was administerd to the customer via an injection.